Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump stopped delivering insulin while bolusing. It was reported that the incident happened before, and the customer's glucose level have been high occasionally. Troubleshooting was performed. Attempted to deliver a bolus and the display was frozen, but the device did not alarm. The time and date were correct. It was stated that the customer tried to give a bolus at lunchtime, but it stopped half way. Ran a fixed prime and the insulin exited. Reviewed the alarm history and it revealed several low reservoir alarms. No further info was provided.